Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the ins keeps shutting off by itself. The patient checked the ins on (B)(6) 2020 and the ins was off. Patient services reviewed the possibility the patient was turning stimulation off and the patient said that¿s not possible. The patient said they spent 30 minutes on the toilet trying to urinate. Patient services reviewed info. The patients ins was on when checked during the call. The patient was redirected to their healthcare professional.